Manufacturer narrative:
Lumenis investigated the reported event. The foreign facility had reported that during a procedure with the lumenis pulse 100h laser system, the system stopped working, an alternate device was brought in to complete the procedure. A distributor's service engineer performed a pm on 26-sep-2019 as per service manual, check clamps and tubes in cooling system and looked for water stains. No leaks were found however, after checking the water level he refilled water. A distributor's service engineer visited the site and examined the device after the reported event. The engineer found that the root cause to this problem was caused by a leaking hose connection, above the hvps. The hose clamp was tightened and the system's hvps was replaced. After reconfirming it's operation, the engineer returned the system to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 31-jan-2018 and installed at the customers site on 01-nov-2018. A review of historical product complaints from the past two years shows that the same malfunction of leakage has not led to serious injury. A review of system risk files (doc 1007143 rev b) revealed risk #2.13; system failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. According to the above information, a pm service was done by a distributor's service engineer, if there was a leak at that time it would have been found and treated. However finally, the engineer found the cause for the leak, due to a clamp that wasn't tight enough, therefore, lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis was informed by a foreign distributor that a foreign user facility reported that during a holep procedure in which a lumenis pulse 100h laser system was being utilized, the laser stopped working. Unable to continue with the device, the facility brought in an alternate device to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.